Event description:
Customer reported receiving imprecise sequential readings on their precision qid meter . In blood glucose tests, customer reported to have received readings of 20mg/dl and 325 mg/dl within 10 minutes. There was no report of eath, serious injury or mistreatment associated with this event.